Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 458 (mg/dl). A correction bolus and injection were delivered to address bg levels. System check with tandem technical support indicated the pump was performing as expected although reports not always washing their hands prior to testing. Customer was walked through changing infusion site, resumed insulin delivery, and indicated another bolus would be delivered.